Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation in (B)(6) 2015 (exact date unk) and a perforation was visualized. Additionally, it was reported that post novasure (exact date unk) a bowel burn was identified requiring subsequent surgery/investigation. We have been unable to obtain additional info surrounding this event.